Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 37714, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37714, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Event description:
The patient reported numbness and pain in his right leg. Reprogramming had been performed the week prior to (B)(6) 2015 and the patient was having more pain this time. The patient wanted the device out if he couldn¿t do an MRI. This was noted to be sudden. Back pain since 1996 was also mentioned. Additional information received from the patient reported pain in the stomach. This was occurring daily and was noted to be sudden. The patient was getting stomach pain when the first implantable neurostimulator (ins) was put in. He was in the hospital and the healthcare provider (hcp) have him morphine to control the pain. The hcp told him after a year the pain should go away. The second ins was put in and the pain was still there. He had to turn the ins off to stop the pain. The left side always felt numb and never would wake up. He had 2 programs and he still felt pain with the first one and the other didn't work very well. The patient was redirected to their hcp to get more programs. Additional information received from the patient reported that he was going to the emergency room (ER) and had received a follow-up attempt from the manufacturer. The numbness and pain had been on the right leg and lower back for about 3 weeks. He had been feeling burning in the leg for about 3 weeks as well. Symptoms were stated to be gradual. This event will be updated if additional information is received. The consumer reported that they had a myelogram done on (B)(6) 2015 and still did not have the results. The numbness was still ongoing. The patient was extremely frustrated and could not find an MRI center to have an MRI. He noted that if the device needed to be removed, he would want that done. Should additional information be received, the event will be updated accordingly. It was reported that the patient had an MRI scheduled for his neck for (B)(6) 2015. The patient was successfully walked through placing the device into MRI mode. He wanted to take it out of MRI mode and he would do it again. The patient was walked through successfully taking the device out of MRI mode and turned the implantable neurostimulator (ins) back on. It was noted that the MRI was not device therapy related. The MRI was due to pain in his neck, arm, and when he moved his arm felt pain on top of his back. He currently did not have a managing healthcare provider (hcp) for his device. It was later reported that the patient was still having concerns regarding his device or therapy but he was working with his doctor or manufacturing representative (rep). An appointment was scheduled for (B)(6) 2015. Additional information received from the consumer reported he had the implant removed. It was noted the patient was disappointed with the doctor that treated him when he had a problem with the implant. The patient donated his external devices and had no complaints about the external devices. Relevant medical history included chronic low back pain and spinal pain.